Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was at a tenacio pump training when he mentioned that his inflatable penile prosthesis (ipp) pump was hard to squeeze and it was difficult to inflate. He also stated that the tubing in his groin is uncomfortable. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation and a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was at a tenacio pump training when he mentioned that his inflatable penile prosthesis (ipp) pump was hard to squeeze and it was difficult to inflate. He also stated that the tubing in his groin is uncomfortable. The patient later saw his physician who performed an MRI. The MRI revealed the reservoir had migrated out of position. This is what was causing the patient's pain/discomfort. The patient then underwent a revision surgery in order to replace the reservoir. After the reservoir was explanted, the physician found that there was a kink in the tubing. This resulted in fluid not traveling to the cylinders. The physician was concerned this may have caused issues to the pump, so he decided to replace both the pump and reservoir. The procedure was successfully completed without any further patient complications.